Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not reading inserted battery) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unk liquid. Device eval of battery sn (B)(4) is underway. The reported problem (charger not reading inserted battery) was confirmed. Upon investigation the battery was unable to power on a monitor or charge in a charger. A root cause investigation for the failure is underway at the supplier. A supplemental report will be submitted upon completion. No adverse event resulted from the contaminated charger or defective battery pack. The pt received a replacement battery charger/modem and battery pack.

Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was not properly reading an inserted battery. The pt was issued a replacement battery charger/modem and battery pack.